Manufacturer narrative:
Correction: h10 should include the clinical investigation. Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence which indicates a liberty select cycler/liberty cycler set product issue or malfunction caused or contributed to the patient event. The cause of the patient¿s peritonitis cannot be determined with the available information. However, peritonitis is a well-known potential complication of pd therapy which can be a result of many potential etiologies. It was reported the patient is elderly, frail and not good candidate for pd therapy which could be potential factors in this peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted technical support for assistance with a patient line is blocked (soft alarm) that occurred in fill 1 of 4. During the call, the contact stated that the patient has peritonitis which may be causing the drain complication. Upon follow up, the charge nurse reported that on (B)(6) 2019, the patient was admitted into the hospital with peritonitis. A pd culture (obtained on (B)(6) 2019) yielded no growth but an elevated red blood cell (rbc) count (result not provided); white blood cell (wbc) count reportedly normal. During hospitalization, the patient was treated with cefepime 1 gram intravenously every 24 hours. Additionally, the patient¿s pd catheter (not a fresenius product) was obstructed with fibrin and as a result was going to be removed. The patient reportedly is transitioning to hemodialysis. Per the charge nurse, the cause of the peritonitis is unknown. However, it was reported the patient is frail and not good candidate for pd therapy. The charge nurse indicated there were no product related issues involved with the peritonitis event. No further information is available.